Manufacturer narrative:
Investigation conclusion:.a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.

Event description:
Customer reporting 3 false negative sars results for themselves and 2 family members. All were symptomatic and state they were sars positive by minute clinic test. Multiple attempts were made to gather further information from the customer but they were unresponsive. Report 1 of 3.